Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28 so the DHR could not be reviewed. Devices are not expected to be returned for the manufacturer review/investigation. Case information including the facility, surgery date, and patient information was not provided by the initial reporter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a lapidus arthrodesis surgical procedure that utilized a paragon 28 phantom intramedullary nail. The nail was reported to have broken post-operatively at the distal cuneiform hole. No revision surgery was reported.